Event description:
Ultrasound technician reported that 1,000 ml high pressure vacuum bottle removed from the new box with suction function not working. He stated that this has been an ongoing issue with this product for at least the last couple years. He states that typically the suction actually works but only suctions 1/3 to 1/2 of the usual amount the bottle is designed for. He also stated that this was reported to the manufacturer who was responsive and has sent replacement bottles. However the quality of the product has not improved and they continue to function poorly. He stated that 3 of the 12 in the last case did not function properly.